Event description:
The ge oec 9800 fluoroscopy system had the left monitor (live x-ray monitor) bloomed out to a white screen, then the monitor went black. The system had to be re-booted to recover from this malfunction. The system also displayed a low ma and low kv errors. This occurred during a procedure, with no reported negative effects to patient care or treatment.

Manufacturer narrative:
A ge oec service representative investigated this issue and could not duplicate the error. The anomaly did not recur. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.